Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. It should be noted that the reported incident date was after the product "use by/use before date." Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) states that potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign, body reaction, potentiation of infection, inflammation and edema. The angio-seal device instructions for use (IFU) cautions the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the pt monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. A training record was not found for the physician. The angio-seal device instruction for use (IFU) cautions that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent. The angio-seal device pt's info guide, which the pt is instructed to carry with them for 90 days states some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced, the pt is to contact their physician immediately at the number listed on their pt info card: fever, bleeding, persistent tenderness in the groin or selling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms. The angio-seal device instructions for use displays a symbol to illustrate a use before date. The angio-seal packaging label is printed with this symbol and the date designated as the use before date. The device used in this event exceeded the use before date. The angio-seal device instruction for use (IFU) states that the angio-seal kit is supplied sterile in a poly bag. The bag includes a sealed ray containing the angio-seal components. The angio-seal is labeled sterile.

Event description:
It was reported that a 6f angio-seal vip was successfully used to achieve hemostasis after a diagnostic procedure which diagnosed a three-vessel coronary disease. A pre-deployment angiogram was performed at the right femoral artery. The pt was re-hospitalized three days after the procedure with signs of infection on the skin. A doppler ultrasound showed no vascular complications. The pt received intravenous antibiotic therapy to fight the signs of inflammation at the puncture site. The pt is reportedly ok and has been discharged and is recovering.